Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A bent terminal pin inside the receptacle board was noted. In addition, no image was produced when the unit was tested with a test camera.

Event description:
A user facility reported to olympus that a video connector pin to the video system center was damaged. The event occurred at the beginning of a therapeutic procedure. A 5-10 minute delay was reported and the procedure was completed. There was no patient injury or harm associated with the reported problem.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause as follows: it is considered that the bent pin inside the scope connector socket caused a communication error between the videoscope and the processor, resulting in failure to display the endoscopic images. Based on the investigation results of previously reported similar complaints and the available information, the pin inside the video connector socket was likely bent in the following order: when inserting the scope connector into the scope connector socket of cv-190, the missing parts of the tip of the scope connector were caught in the pins inside the scope connector socket of cv-190. The scope connector was further inserted with the connector caught, causing the pins inside the scope connector socket of cv-190 to be pushed into its deep recesses. That resulted in the bent pin. As stated in the instructions for use: "confirm that the connectors on the scope side pin connector of the videoscope cable exera ii are not damaged."